Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit was not working on mains.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit was not working on mains. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power supply needs to be replaced. The customer has not requested repair of the device. If additional information becomes available a supplemental report will be submitted.

Event description:
N/a.